Event description:
It was reported at the implant attempt that the doctor suspected the lead lumen was compromised. He also felt the stylet would not pass through the lead easily. The lead was not used. No patient complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead was returned for analysis.